Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016 the receiver buttons would not respond. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. A global receiver functional test was performed on the receiver and it passed for button response. A manual button test was performed on the receiver and it passed. Receiver's data logs were downloaded and reviewed, finding a screen error alarm, in addition to a firmware error related to incident. Based on the finding of a firmware error this is being reported. The complaint was confirmed. The root cause could not be determined, post investigation.